Event description:
It was reported that farawave catheter was selected for the treatment of atrial fibrillation. It has been mentioned that upon opening the catheter there was tons of white residue on the shaft of the catheter. The procedure was completed using another catheter. No patient complications occurred.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.